Event description:
In 2009, the pt and his wife reported that the insulin cartridge they inserted into his infusion device in 2009, had 4 black rings instead of 2. As a result, the pt had difficulty inserting the cartridge into his device which has resulted in elevated blood glucose readings. He said when he inserted the cartridge into his device, he had to force it onto piston rod. He used the cartridge for 2 days and consistently had elevated blood glucose readings of 12-13 mmol/l (216-234 mg/dl). They said they examined the other cartridges in his current box, and no other cartridges were affected. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced, and requested to be returned for evaluation.